Event description:
Functional testing of the returned units confirmed droplets of fluid inside the shell caused from a backflow of fluid from the fill port seeping down into the shell. This type of leakage is possibly due to low cracking pressures which should have been detected during the production of these units. However, when the cracking test fixture was calibrated, it revealed that the fixture was giving inaccurate results. Mfg has been notified of this occurrence and has modified the cracking test fixture and is currently revalidating the fixture.